Event description:
A customer reported one of the tubes to the handpiece was falling out and would not stay in place during a procedure. There was a ten minute delay in the procedure. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
This customer's complaint history was received for the period of one year; this is the first complaint reported for this issue. There have been no add'l complaints reported against the finish goods lot and the device history record (DHR) shows the product was released per specs. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. The root cause is unk. Without a sample, it is not possible to isolate the root cause. (B)(4).